Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was a misalignment in the touch position. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem and found scratches were on the touchscreen as well. The pse replaced the touchscreen, updated the software version from 2.30 to 3.20, conducted a comprehensive inspection, cleaned the device, performed a running test and functional test, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.